Event description:
A review of service data detected a reportable event. Upon service investigation an electrode belt failed the high-pot and fall off tests. In addition the trunk cable was detached from the distribution node (dn). The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon servicing electrode belt sn (B)(4), the trunk cable was disconnected from the dn. The belt was non-functional. Once the trunk cable was replaced the belt was fully functional. The root cause of the detached cable was unable to be positively determined, but was likely physical abuse. No adverse event resulted from the damaged electrode belt cable. The last pt to use the device did not report any deficiencies.